Manufacturer narrative:
The customer's medical technician was requesting a replacement speaker. It was stated that the x2 is not producing any sounds. The customer has taken the device out of service. A replacement speaker was ordered and shipped to the customer site. The customer has taken responsibility to replace the speaker themselves. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.